Event description:
The device was returned for pneumatic valve actuation failure. Upon starting up the device, a red pump problem alarm was displayed. Log files were reviewed and indicate multiple pneumatic valve 1 actuation failures. Device was opened to inspected for internal damage. No internal damage was identified. The device was put into manufacturing mode in order to test the pneumatic assembly. The pneumatic assembly was not able to pass testing successfully. The bring up tool indicated that the air compressor could not recharge the positive tank successfully. The assembly was removed from the device and the dynaflow air compressor was swapped out with a new one. The brass midway connection barb was replaced during this time. The device was able to pass pneumatic testing successfully with the new air compressor installed. The device will be sent to repairs before testing can be performed.

Event description:
The following has been reported: biomed reported: problem: unknown. Sn: (B)(6). No reported error. No patient involvement. A preliminary review identified the following issue: sensor hardware failure (dsps sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.